Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular bleeding") and cerebrovascular accident ("stroke /neurological conditions or problems-type -stroke") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, hypertension and polycystic ovary. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hirsutism ("hair on face / (hormonal changes-started growing hair on face and had no sex drive)"), loss of libido ("no sex drive (hormonal changes-started growing hair on face and had no sex drive)"), migraine ("migraines /headaches (event splitted for coding)"), headache ("migraines /headaches (event splitted for coding)") and rash ("rash /rashes or skin conditions-type-rashes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent hysterectomy and salpingectomy procedure to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the cerebrovascular accident, female sexual dysfunction, hirsutism, loss of libido, migraine, headache, rash and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, loss of libido, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: there is occlusion of the bilateral fallopian tube. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Reporter was added. Headaches and fatigue were added as events. Events start date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular bleeding") and cerebrovascular accident ("stroke") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), hirsutism ("hair on face"), loss of libido ("no sex drive"), migraine ("migraines") and rash ("rash"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent hysterectomy and salpingectomy procedure to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the female sexual dysfunction, hirsutism, loss of libido, migraine and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cerebrovascular accident, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hirsutism, loss of libido, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is occlusion of the bilateral fallopian tube. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia, hair on face, no sex drive,stroke, migraines, rash added. Reporters,events outcome added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular bleeding") and cerebrovascular accident ("stroke /neurological conditions or problems-type -stroke") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, hypertension and polycystic ovary. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), hirsutism ("hair on face / (hormonal changes-started growing hair on face and had no sex drive)"), loss of libido ("no sex drive (hormonal changes-started growing hair on face and had no sex drive)"), migraine ("migraines /headaches (event splitted for coding)"), headache ("migraines /headaches (event splitted for coding)") and rash ("rash /rashes or skin conditions-type-rashes"). In 2012, the patient experienced abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding /abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), visual impairment ("vision/eye problems") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent hysterectomy and salpingectomy procedure to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the cerebrovascular accident, female sexual dysfunction, hirsutism, loss of libido, migraine, headache, rash, fatigue, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, loss of libido, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is occlusion of the bilateral fallopian tube. Most recent follow-up information incorporated above includes: on 9-aug-2018: plaintiff fact sheet received. Events visual impairment, weight increased were newly added and onset date of events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent hysterectomy and salpingectomy procedure to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.